Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v508978, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient could not feel stimulation on programs 1 or 2. When she increased stimulation on program 3 and 4 the stimulation did not go up accordingly, but she would get stimulation that was uncomfortable all of a sudden that caused her intermittent pain. She also had a sudden return of symptoms. She noticed something was off about a week ago and had serious cramping on the previous saturday. The patient's therapy was on at the time of the report and the situation was not resolved. She intended to seek her doctor's service to address the therapy issue. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.